Event description:
It was reported that the patient was recently implanted in (B)(6) 2019 and now showing a battery status of 18-25%. A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution. No other relevant information has been received to date.

Event description:
A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution.

Event description:
Further information was received from the physician noting that the patient has not had any operations/therapies that may have affected the generator.